Event description:
During a procedure for a distal radius fracture, the surgeon tried inserting the 1.25 mm plate reduction wire into the non-locking hole shaft of the plate. When the surgeon was unable to get enough compression, the wire was inserted into the threaded hole of the plate and during removal, the wire broke above the ball tip. Broken wire was retrieved and the plate was locked into position. Wire was discarded.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4).

Event description:
This is report 1 of 1 for this complaint (B)(4).